Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." The device history records & sterility records have been reviewed by mfg and found to be in compliance.

Event description:
Pt presented at clinic in 2007 with severe pain, right eye. A dailies one-day contact lens had broken in right eye 3-4 days previously & removed 2 days previously. Chloramphenicol eye ointment used for 1 day for a corneal abrasion observed by optician who referred to the clinic, but symptoms were worsening. A large central corneal abrasion with corneal congestion was diagnosed & treated with exocin & chloramphenicol. Eye worsening at 3 day follow up with corneal abscess & hypopyon noted. Admitted to hosp for intensive antibiotic tx. Corneal culture three days later negative for bacteria, fungus & acanthamoeba. Periodic follow up occurred; the following month visit noted contact lens related keratitis (pseudomonas), epithelial defect 1.8x<1mm & visual acuity 6/24, 6/12-1 pinhole, tx dexamethasone; ten days later visit noted slow improvement with cont. Tx with dexamethasone, ofloxacin & celluvisc, two-week visit scheduled, but no info provided. Seen again approx two months later experiencing soreness & discomfort, right eye, for 3-4 days, tx of 3 week tapering schedule of tobradex. Optician reported pt seen for contact lens check in 2008 & dispensed a 3 month supply of dailies lenses.